Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that they got the new controller and they went through the pairing process. Pt said that the controller was at 100% and the implantable neurostimulator (ins) was at 40%. Pt said that they were having the same issue that they were having before the new controller. Pt said that when they went to charge the ins, the controller said recharging not available install mdt battery pack and try again. Pt confirmed that they had 2 aa batteries in the controller. Agent reviewed. Pt placed the lithium battery pack in the new controller. Pt said that software problem (1- intellis, 2-3.6, 3-245, 4-interfacesm.c) appeared. Agent reviewed and had the pt reset the controller. The controller wasn't actually paired to the ins yet, so agent guided the pt through the pairing process successfully. Pt noted that they heard the recharger relay box clicking. Pt confirmed that the ins was recharging as intended and that everything was working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that for the last 3 days, the stimulator (implant) keeps on turning off. Agent reviewed ways on how stimulation would be off, patient confirmed that it's not one of those. Patient mentioned that they can feel that the stimulation is just off. Agent redirected patient to healthcare provider (hcp)/manufacturer representative (rep), patient mentioned that they already reached out this morning but has not gotten any answer. Agent sent a message to the field for visibility. Pt called back repeated events that has already been reported. Pt mentioned that a rep already called them back and worked with them to do troubleshooting as they cannot also use the controller with the recharger being plugged in and they were suggested to replace the controller. A request was sent to repair for controller replacement.